Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the delivery volume accuracy test.

Event description:
It was reported that the customer was hospitalized due to a hypoglycemia event. Customer's blood glucose reading at the time of the hospitalization was below 18 mg/dl. Customer stated he had a donut and began experiencing slurred speech and began sweating. The paramedics were then called. Troubleshooting was performed and the drive support cap appeared to be normal. A displacement test was performed and passed. Customer further reported that customer had a chest x-ray done and they were wearing the insulin pump. Customer stated that their blood glucose reading was 157 mg/dl at one point and he gave himself insulin to treat for breakfast. Customer's blood glucose readings increased to 218 mg/dl two hours later. No further information reported.